Manufacturer narrative:
The reported event of multiple far field morphology (ffm) discriminator invalid scores recorded for the tachy episode 48 was confirmed. Analysis of the relevant segm data did not reveal any issues with the fw implementation of the discriminator. Per requirements the ffm discriminator is expected to report scores as invalid in cases where the correlation points within the data collection window are insufficient to compare the qrs complex and the morphology template.

Event description:
During a remote follow up, it was observed the device delivered inappropriate atp for an incorrect interpretation of signals due to an atrial flutter. Technical support was contacted and it was noted the device performed according to the programmed settings. No intervention has been performed at this time. The patient was stable and will continue being monitored.